Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Microscopic examination and tactile inspection found no irregularities or defects on the shaft/hypotube. The inner diameter (ID) of the guidezilla was measured at the distal tip and was within specifications. A .057¿ tooling qualified mandrel was inserted through the collar with no resistance. Microscopic examination revealed a partial separation at the collar/shaft area. Part of the shaft material on the collar of the device was folded into the collar. Microscopic examination found no irregularities or defects on the tip of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
Same case as: 2134265-2016-00263 reportable based on analysis completed on 09feb2016. It was reported that stent difficulty advancing through catheter and stent damage occurred. The target lesion was located in the atrioventricular nodal branch of right coronary artery to the posterior descending artery. Following placement of a 145, 5-in-6 guidezilla guide extension catheter, a 16x4.00 promus premier drug-eluting stent was advanced. However, the stent delivery system became stuck with the guidezilla and the strut of the stent got lifted. The whole system was removed from the patient's body and the procedure was completed using a 20x4.00 promus premier&#10244;rug-eluting stent. No patient complications were reported and the patient's status was good. However, returned device analysis revealed a partial separation at the collar/shaft of the guidezilla guide extension catheter.